Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care professional (hcp) via a manufacturer representative reported that during threshold testing/initial electrode mapping the hcp was not able to get efficacy. Troubleshooting/interventions were already performed. The hcp said the impedances looked normal. The hcp also attempted to activate all the electrodes on the lead and increase the amplitude to about 5v. The consumer did not have any response or feel any tingling sensation. The representative was going to meet with the consumer to try to troubleshoot the issue. Indication for use included movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.